Manufacturer narrative:
A ge rep evaluated the system and replaced the left monitor. The system operates as intended.

Event description:
The customer reported the system displays vertical noise on the images. No pt injury was reported.